Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a surgical procedure was performed, during which a hole in the left cylinder was identified. Cylinders and pump were removed and replaced, the reservoir was kept in the patient and a new one was added to the system. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. Both cylinders were microscopically inspected and tested for leaks. The first cylinder exhibited buckling folds and a hole in the middle of its body, along with wear at fold in the proximal and distal end. The second cylinder presented wear at fold in its middle and distal end. Both cylinders passed leakage evaluation. The pump was microscopically inspected, leak and functionally tested. The component tubing was not returned for analysis as it was cut down to the pump block. No abnormalities were noted upon functional evaluation, and no leaks were identified. Based on the information available and analysis results, the hole and bulking folds identified in the first cylinder could have caused or contributed to the reported clinical observations.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a surgical procedure was performed, during which a hole in the left cylinder was identified. Cylinders and pump were removed and replaced, the reservoir was kept in the patient and a new one was added to the system. There were no patient complications reported.